Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented remotely to the clinic via merlin.net on (B)(6) 2021 with an episode of non-sustained right ventricular oversensing due to post-paced t-wave oversensing on their implantable cardioverter defibrillator. Programming changes were recommended but were not performed at this time. The patient's status is unknown.